Event description:
Customer reported the insulin pump has been alarming low predicts when blood glucose has been stable. Troubleshooting was performed. Customer's blood glucose was 111 mg/dl and sensor glucose was 82 mg/dl, 226.1 percent difference. Reviewed data uploaded from the insulin pump. Single meter used. The calibration factor was trending above the optimal level. The sensor glucose is not trending the same direction as blood glucose. Jagged tracing were noted. Customer was advised to continue monitoring the sensor and call if issues persist. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.